Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before use on the patient it was observed that the attachment device motor interior bearing fell off. This event did not occur during surgery. It was not reported if there was a delay in a planned surgical procedure, or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - bearings, ball bearings are fallen apart, missing balls and cages, extension sleeve damaged and the attachment was rusted. It was also noted that the device failed pre-test for temperature, vibration and cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: please note that the device availability was inadvertently reported as jun 20, 2017 in the previous medwatch report. Please note that the correct date is jul 12, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The assignable root cause was documented as false and defective construction/design in the previous report. Upon further evaluation, it was determined that the assignable root cause was due to worn out bearings from normal use and servicing over time. Updated device evaluation: further evaluation determined that the reported condition of bearings falling of the device was confirmed. An assessment was performed which found that the device failed the cutter insertion assessment. During repair it was observed that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings. The assignable root cause of the worn out bearings was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.